Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 504 mg/dl. Customer alleged that the insulin pump was under delivering insulin because bolusing was not working and customer always had high blood glucose. Customer treated high blood glucose level with manual injection or insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with troubleshooting. Customer was not using auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.